Event description:
It was reported that one day post intraocular lens implantation, the pt presented with mild corneal edema and visual acuity was 6/9 (20/30). Six days post implantation, the intraocular pressure (iop) was elevated and visual acuity was 6/36 (20/120). Post cataract opacification (pco) was also noted. Intraocular pressure (iop) lowering drugs and cycloplegic drugs were prescribed to reduce edema. Fifteen days post implantation, visual acuity improved to 6/18 (20/60). Twenty four days post implantation, vision was 6/9 (20/30). This event pertains to the pt's left eye. Treatment is ongoing.

Manufacturer narrative:
The lens is implanted and will not be returned to b&l for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.